Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that the tampons unraveled after use. No injury was reported.

Event description:
Consumer contacted via phone and stated that the tampons unraveled after use. No injury was reported.

Manufacturer narrative:
Initial lot code investigation results on 30-dec-2020 showed no failure identified. An investigation is in progress for the returned product.

Manufacturer narrative:
23-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that the tampons unraveled after use. No injury was reported.

Manufacturer narrative:
30-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that the tampons unraveled after use. No injury was reported.